Manufacturer narrative:
An internal biomérieux investigation was performed, which included an analysis of the customer¿s provided data. Conclusion on the fine tuning: the fine tuning analyzer report from the last fine tuning done before the reported identification issue was not provided. It was not possible for the investigation to verify if all the mandatory fine tuning criteria were conform. Consequently, as the fine tuning criteria were a prerequisite for monitoring the system with vilink alert tool, the following fine tuning status analysis could be not relevant. The analysis of the calibrator mzml files indicated that a fine tuning was needed during the tests made on 23-feb-2020. Conclusion on spot preparation quality: the analysis of the calibrator mzml data show that the spot preparation quality seems to be heterogeneous indicating non-optimal spot preparation. Conclusion on the identification: the expected identification is unknown as no reference method was performed. The identification has to be confirmed with a reference method (sequencing). Root cause analysis: fine tuning has drifted under the vilink alert tool criteria; non-optimal spot preparation.

Event description:
On (B)(6) 2020, a (B)(6) customer reported to biomérieux a misidentification of streptococcus mitis/oralis as streptococcus pneumoniae, when using vitek® ms instrument (ref. 410895, serial number (B)(4)). Vitek® ms identified the organism as streptococcus pneumoniae. Vitek® 2 identified the organism as streptococcus mitis/oralis. Optochin disk testing showed resistance by the organism. There is no indication from the customer that this event impacted the patient state of health or led to a delay of results.